Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter, the patient did not lengthen during multiple attempts over the last year. Reportedly, the rods may be jammed and did not reach their maximum distraction length.

Manufacturer narrative:
Investigation findings: the rod was received for visual and functional testing. Visual inspection revealed score marks observed on the distraction rod. Functionality testing revealed that the rod was unable to distract with manual distractor and the electronic remote controller (erc). The rod was unable to retract with fast distractor to perform stroke test per. Due to the current condition of the rod (not functional), force testing was not performed. The reported failure mode was confirmed as the rod was failed to distract and it did not meet acceptance test specifications per. The rod was sectioned and debris build up was found, which may have caused the reduced functionality. Sectioning of the rod determined that it could not be separated from the housing without use of high force. Bending forces applied to the rod from patient anatomy/activity may have caused the distraction rod to wedge into the housing tube, which would cause the rod to be jam. Review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
This report has been updated to include investigation findings.